Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that post procedural residual stenosis occurred. In (B)(6) 2016, clinical status assessment revealed the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 23.5mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of 3.00x24mm synergy drug-eluting study stent. Post-dilatation, the residual stenosis was 90%. On the following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post procedural stenosis was 0%.